Manufacturer narrative:
Additional information: reference IFU for appropriate warning regarding wire prolapse. Warning: never advance the distal tip of the catheter near the floppy end of the guidewire. A catheter advanced to this position may not follow the guidewire when it is retracted and cause the guidewire to buckle into a loop. If this occurs, catheter and guidewire should be removed together to prevent potential damage to vessel walls. If resistance is still felt, the sheath should also be removed as part of the unit.

Event description:
It was reported that the e5+ device was inserted and made four passes. As the device was extracted from the patient, the guidewire was noticed to have been shaved away from the nosecone. When the device was inspected, the distal tip was still in the patient. The wire was then removed with the nosecone of the device attached to the wire.